Manufacturer narrative:
The steris account manager stated that the feet from the user facilities table have fallen off multiple times. From previous conversations with the user facility, steris determined that this phenomenon continues to occur because the user facility frequently moves the table over a transition in the flooring height which causes the table feet to impact the floor. This impact cause the feet to detach from the table. The operator manual (pp. 1-4) states, "warning - possible equipment damage: when moving the table to or from point of use, roll it carefully at moderate speed and only over smooth floors. Maximum floor clearance is ¼". Avoid door and elevator jambs, and obstructions greater than ¼". If necessary, lift table over obstructions, onto trucks, etc. Lift table evenly and only by the table base."

Event description:
The user facility reported that the feet from their 4085 surgical table kept falling off the table. No injuries or procedural delays/cancellations reported.